Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that they feel customer had seizures from low blood glucose levels. Customer's blood glucose level was 64 mg/dl. Customer's mother also felt customer was not receiving insulin since the insulin pump was giving no delivery alarm. Troubleshooting for no delivery alarm was performed. Customer's mother reported the alarm was resolved by a complete set change. Customer's blood glucose level was 549 mg/dl at the time of the incident. Customer's mother does not want to return the set for analysis. Customer's mother also does not want to return the reservoir for analysis.